Event description:
On (B)(6) 2015, the customer called and alleged discrepant high inratio inr results in comparison to the laboratory inr results. On (B)(6) 2015, the customer was hospitalized for a scheduled procedure, to insert a port, in anticipation of chemotherapy. At that time, he was taken off coumadin and placed on lovenox. On (B)(6) 2015, the customer's coumadin was restarted. The inratio inr results were 3.8 and 3.9. These tests were performed back to back. A laboratory inr was performed within four (4) hours and was 1.0. The patient's therapeutic range was 2.0 - 3.0. The following day, (B)(6) 2015, the laboratory inr was 1.1. The customer was still receiving lovenox at the time of the inratio testing. There was no reported adverse patient sequela. There was no additional information provided.

Manufacturer narrative:
Investigation/conclusion: it is indicated that product is not returning for evaluation. Since the product associated with the complaint was not returned, a review of in-house testing was performed. The retain strip testing results met both accuracy and repeatability criteria. The product performed as expected and no product deficiencies were observed. The manufacturing records for the lot were reviewed and there were no issues related to this complaint. The patient is taking lovenox/heparin. Per product insert - limitations, "this test should not be used for patients on heparin therapy." This is considered off-label usage and cannot be ruled out as a cause for the unexpected result experienced by the customer. Based on the information available, there is no indication of a product deficiency. No corrective action is required at this time.